Event description:
It was reported that a 71-year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prostheses experienced spontaneous right sided deflation and bilateral ptosis post procedure. The deflation was diagnosed though a physical examination. As a result, explant without replacement was performed on (B)(6) 2022. The patient is fully recovered. The right sided deflation was reported initially under 1645337-2022-08453 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the was found to have a tear on the posterior view measuring approximately 0.2 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 6955634 number, and no non-conformances were identified. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).